Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 was not fully open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 6 did not open fully and became stuck, causing the back two cubies to fail. A field service engineer (fse) inspected the 9n1 station and identified a failed half height drawer that would not fully open. Broken drawer rails and loose ball bearings were found after removing the back panel. The drawer sides were replaced with matrix components, and a replacement half height small, enhanced drawer was identified as needed. During a subsequent on site visit, no screen errors were observed. The reported issue was reviewed, hardware test application (hta) testing passed, and the station was rebooted. Pharmacy staff inventoried the drawer and tested multiple drawers and medications, confirming normal drawer access. The system functioned as intended after field service engineer repaired the device.